Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012. The modular head and acetabular cup were removed and replaced in the left hip. The modular head was removed and replaced in the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05048 / 05049).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And " undesirable shortening of limb." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-05048 /-05049 /-06327 /-06328).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2010 and a right hip revision procedure on (B)(6) 2012. The modular head and acetabular cup were removed and replaced in the left hip. The modular head was removed and replaced in the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2010 due to instability. The modular head and acetabular cup were removed and replaced. Operative report for the right hip revision on (B)(6) 2012 noted the revision was due to pain and loosening. Revision operative report noted the presence of a loose stem and a leg length discrepancy. The modular head, stem and taper adapter were removed and replaced.